Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Internet article reports that a patient developed an infection following abdominal surgery to repair a hernia. The patient reportedly underwent multiple surgical procedures to excise suture. In addition, patient had numerous hernia recurrences. Antibiotic strips were used during the healing process.